Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was oversensing far-field r waves, which caused atrial tachycardia/atrial fibrillation (at/af) episodes to be displayed. It was also reported that the right ventricular lead defibrillation impedance was high and an alert was triggered. T wave oversensing was also noted. The alert threshold was increased because then the impedance was trending within range. Both leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that after the leads were checked in the clinic, the patient was experiencing "non-painful, subtle zaps." Follow-up was attempted, but no information could be obtained. No further patient complications have been reported as a result of this event.